Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the battery could not be charged. The remote service engineer (rse) recommended replacing the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A field service engineer (fse) arrived on site and reported that the customer's problem was confirmed (during operation of the equipment, the device showed a battery failure. The fse disconnected and reconnected the battery. The visual test passed, and the device started running normally. The device returned to full functionality.